Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was used after implant of cypher stent. However, it was withdrawn because it was caught on cypher stent. An image did not appear then. Patient condition: good.

Manufacturer narrative:
A review of the device history record was performed and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. During investigation, bloodstrain was observed inside of the telescope assembly. During image characterization testing, no image appeared in the systems due to imaging core wind up in the telescope assembly. Additionally, kinks were observed in the sheath assembly 8.5cm and 9.6cm from femoral marker at proximal side. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed witht he FDA's office of compliance (washington, dc) and deemed appropriate to further mitigate patient risk.